Event description:
It was reported that the bd insyte¿ IV catheter 22ga 1.00in upon removal snapped. Verbatim: ¿cannula being removed and noted to be snapped." Please be advised. The device was being removed from a l) wrist insertion site. As the cannula was withdrawn it was clear the device had snapped and was in 2 parts. Fortunately the distal portion of the cannula was able to be stopped from migrating in the vein, and was removed successfully. Cannula was inserted 3 days prior to removal, in another dept, so no batch details are available for reference. This was one of 3 IV access sites the patient had in use, and was used least of the 3. Patient was administered - ondansetron push prn, cyclizine push prn, panadol 6hrly infusion, omeprazole push bd, metronidazole 500mg/ 200mls/hr 8hrly, cefuroxime 1.5g 200mls/hr 8hrly, hartmanns 100mls/hr, mg infusion 10mmol/l 100mls/hr once only, hartmanns 80mls/hr, pca morphine 1mg/ml fluids/meds administered via this line were delivered with a pump, or with slow IV push technique. The cannula is available for qa review, it has been used so is contaminated with blood/body fluids.¿ as no additional information has been received and a third follow up has been made this complaint will cautiously be reported for serious injury. There is no explanation as to how the catheter was removed. Medical intervention took place.

Manufacturer narrative:
H.6. Investigation: one sample was received by our quality team for evaluation. Upon visual inspection, a sharp and flat cut was observed on the broken edge of the detached tubing; therefore, the incident could be verified. A device history record could not be evaluated as the lot number is unknown. Based on the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage; therefore the non-conformance could have happened outside of the manufacturing facility. The sharp and flat cut could have occurred during product application when the product was manipulated. The tubing lost its tensile strength and hence, when withdrawing, it breaks. Also, there is an automated vision inspection system that will detect and reject parts that are not meeting the lie distance requirement when going through manufacturing. If the broken catheter had occurred in the manufacturing process, the defect part would be rejected by the automated vision inspection system as the product will not have any lie distance. There is also a catheter pull test inspection performed as part of the outgoing inspection and the product was released upon passed the outgoing inspection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ IV catheter 22ga 1.00in upon removal snapped. Verbatim: ¿cannula being removed and noted to be snapped." Please be advised. The device was being removed from a l) wrist insertion site. As the cannula was withdrawn it was clear the device had snapped and was in 2 parts. Fortunately the distal portion of the cannula was able to be stopped from migrating in the vein, and was removed successfully. Cannula was inserted 3 days prior to removal, in another dept, so no batch details are available for reference. This was one of 3 IV access sites the patient had in use, and was used least of the 3. Patient was administered - ondansetron push prn, cyclizine push prn, panadol 6hrly infusion, omeprazole push bd, metronidazole 500mg/ 200mls/hr 8hrly, cefuroxime 1.5g 200mls/hr 8hrly, hartmanns 100mls/hr, mg infusion 10mmol/l 100mls/hr once only, hartmanns 80mls/hr, pca morphine 1mg/ml fluids/meds administered via this line were delivered with a pump, or with slow IV push technique. The cannula is available for qa review, it has been used so is contaminated with blood/body fluids.¿ as no additional information has been received and a third follow up has been made this complaint will cautiously be reported for serious injury. There is no explanation as to how the catheter was removed. Medical intervention took place.